Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of an electrocardiogram (ECG) with a dropped beat revealed ventricular oversensing. The asymptomatic patient was stable and will continue to be monitored.